Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's ipgs were non-functional and were taking a long time to charge. The patient will undergo ipgs replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that upon receiving, the device was in hibernation, and it was charged fully in one charging cycle. The charging time measured 4 hours and 5 minutes. The battery depletion and sleep current rates were within the expected ranges when the device was turned off. The patient's high power setting (8.1 ma/1000us/70 hz) during charging session could be a source for the prolonged charging time as it offsets the charge current. The device exhibits normal device characteristics. Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient's ipgs were non-functional and were taking a long time to charge. The patient will undergo ipgs replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the two ipgs were explanted and one ipg was implanted. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipgs were non-functional and were taking a long time to charge. The patient will undergo ipgs replacement procedure.